Event description:
The customer contacted baxter's technical service center reporting a system error 2367 (air in set) during use during initial drain on the homechoice (hc). The baxter technical service representative (tsr) explained the message to the home patient (hp) and had the hp cycle the hc. The tsr informed the hp to start over using new supplies. Product surveillance (ps) contacted the hp on (B)(6) 2011 regarding the system error 2367. The hp stated he started over with new supplies and resumed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 (air in set) was not confirmed. The lot number is unknown therefore a batch review was not performed. Used sample, disposable set or machine was not returned to baxter for complaint investigation. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.